Manufacturer narrative:
Evaluation. Method: a device history records review was conducted. Results: the device history records review confirmed the device met all material, dimensional, and performance requirements at the time of manufacture.

Event description:
Patient underwent double valve replacement and was discharged ten days later; however, the patient was diagnosed with chronic atrial fibrillation. Fifteen days after implant, the patient was readmitted for a large pericardial effusion which was diagnosed by echocardiography. Vitamin k and fresh frozen plasma were administered. The next day a pericardial window was performed and 400cc of fluid was removed. Repeat echocardiography done later that day revealed a gradient across the mitral valve of approximately 20 mmhg and the patient was scheduled for reoperation. Sixteen days after implant, the mitral valve was determined to be thrombosed and was replaced.